Event description:
It was reported that extended charge time occurred on the device. The patient was no longer indicated for ICD and will be monitored. The patient's condition was good at follow up.

Manufacturer narrative:
(B)(4).